Manufacturer narrative:
No product was returned. However, photographs were submitted for review. The photos received were noted to confirm that labels were folded due to improper placement of labels. Manufacturing process was reviewed and found that all trained operators inspect products. Based on the evidence, the complaint was confirmed and root cause was found to be from manufacturing.

Event description:
It was reported that the label on the inner box was peeled off. There was not patient involvement.